Manufacturer narrative:
Narrative: device was used for treatment, not diagnosis. Patient weight not available for reporting. Unknown when condition began. Device is not expected to return for investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original surgery for treatment of a proximal tibial fracture on (B)(6) 2016. Post-operatively, patient complained that when the weather changes,her feet would feel very cold about the implant site. On (B)(6) 2018, patient underwent hardware removal surgery and the following devices fourteen (14) were removed - one (1) proximal tibia plate, one (1) locking compression tubular plate, one (1) 8 holes locking compression plate, two (2) 4.5 mm cortex screws, four (4) 5.0 mm locking screws and five (5) 3.5 mm cortex screws .there was no reported malfunctions associated with any of the devices. All of the devices were removed easily and the patient is reported to be in stable condition. The hardware removal surgery was completed without any reported delay. (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 223.581, lot number: 7852541 , part mfg date: 17-nov-2014 , part exp. Date: n/a , manufacturing location: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp plates 8 holes was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. A nonconformance (ncr) is associated with raw material lot 7349620. The ncr was initiated due to the raw material not meeting the packaging requirements due to the raw material being packaged in cardboard containers. Raw material lot 7349620 was dispositioned as rework as the raw material will be transferred to wooden crates upon receipt. Therefore, ncr is not relevant to this complaint. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition raw material lot 7349620 was dispositioned as rework as the raw material will be transferred to wooden crates upon receipt. Therefore, ncr is not relevant to this complaint. This raw material lot met all dimensional and visual criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.